Event description:
Company representative reported "black foreign material attached to it". This record is for an unknown-side. Device has not been implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material and hair/fiber on implant.

Manufacturer narrative:
Further investigation summary: based on the device analysis performed, it was observed a white fiber inside sealed inner thermoform. It is out of specification per qa199.12, code ft, also, it is classified as workmanship and has relationship with the reported complaint. Therefore, the event is confirmed, however this case is not confirmed as a high impact complaint, because matrix qpp07-01-003-g17 does not mention the event of hair/fiber on implant as a potential high impact, additionally there is not risk to the patient as it has a severity of 3 it is important to mention that this event was reviewed with the manufacturing personnel to increase awareness of the process and potential defects that may occur along with the quality controls and inspections in place. See "manufacturing personnel review" attached. A review of the current risk documents pfmea-bi pkg and lblg smooth rev 3.0 was performed, and the event of hair/fiber on implant is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Additionally, the review of the documentation associated with the manufacturing process indicates that there were no defects/problems/issues found in the documents or in the personnel training. And no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all hair on implant complaints for gel breast implants that have been manufactured in the last 2 years (from nov 2023 through oct 2025) was performed and no adverse trends were observed. Considering this, no additional actions are deemed required at this time. The issue with hair/fiber on implant will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ hair/fiber on implant: observed a white fiber on the device assessed as workmanship. A further investigation is requested. No additional observations performed on the device. No further actions are required.

Event description:
Company representative reported "black foreign material attached to it". This record is for an unknown-side. Device has not been implanted.